Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper arm actuation issue. It was reported that during preparation of the device, the grippers moved differently and after several attempts, it was noted there was no parallel positioning of the grippers. The device was not used. A new clip delivery system was used successfully for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper arm actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis was unable to confirm the reported difficult to open or close (gripper actuation issue) as during testing, the gripper arms were observed to be parallel; thus, the investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.